Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced crimped cannula event on 11-june-2024. The event occurred after three hours of insertion. Insertion site was at abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.